Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 18-jun-2026, a sales representative reported via email that an ar-2325bcc biocomposite labral swivelock anchor (3.5 mm x 15.8 mm) stripped and broke during implantation into the patella. The anchor had advanced approximately 25% into the pilot hole when it would not advance further. The anchor was subsequently removed, the hole was re-tapped, and a second ar-2325bcc anchor was implanted successfully. No fragments were retained in the patient. The event was identified during a patellar tendon repair with internalbrace procedure performed on (B)(6) 2026. No patient harm was reported.